Event description:
During preparation for a coronary artery bypass graft surgery, four heatrstring seals had cracked while loading the seals into the delivery tube. Each time, the surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.